Event description:
It was reported that the ventilator did not power up. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The field service engineer found that the ventilator constantly cycled between main power and battery operation. He replaced the dc/dc & standard connectors printed circuit board (pcb) but the fault persisted. After replacing the ac/dc converter, which converts the connected ac power to the internal dc supply voltage, the ventilator passed all functional and safety tests to factory specifications and was cleared for clinical use. No part was returned for investigation despite several requests. The evaluation of received device logs confirms that the ventilator constantly cycled between main power and battery operation. The fault started to appear (B)(6) 2019, 10 months before the reported date of event. The date of event will be updated accordingly. The ventilator was turned off between (B)(6) 2019, and (B)(6) 2020. No technical error codes were generated in connection with this. The conclusion is that the ac/dc converter did not work and was replaced. The ventilator was functional, running on batteries. As no part was returned for investigation, the root cause could not be determined.